Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci 8mm maryland bipolar forceps instrument to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was material missing and the conductor wires were exposed. The conductor wire's insulation was damaged. The conductor wire was also found to be dislodged and sticking out such that the wire protruded above the outer surface in another portion of the wire. The instrument failed the electrical continuity test in one of the grips. No signs of thermal damage were observed. Components adjacent to the damaged wire's insulation showed damage.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the 8mm maryland bipolar forceps instrument had a broken or a loose cable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was not observed during the procedure. Patient demographics were requested but could not be provided.